Event description:
A customer reported that their pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was interrupted due to the alarm, but after attempting several fixes, no resolution was found, and the alarm recurred. Consequently, technical support arranged for a replacement pump to be sent to the customer, advised them on using a multiple daily injection (mdi) as backup therapy, and provided instructions for returning the malfunctioning pump.